Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported taking 20 units of novolog based upon an advantage system blood glucose result of "500+" mg/dl. The strips she was using at the time were expired. She was eating breakfast 15 minutes later when she began to have symptoms of hypoglycemia, became unresponsive. A friend called emts. Emts treated the customer with IV glucose after their system result was 28 mg/dl. A request was made for the return of the meter and strips, replacement sent.